Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient's parent reported that the patient experienced wearable failure which occurred 6 days after the sensor had been inserted in the arm. Oon (B)(6) 2024 the last continuous glucose monitoring reading the patient remembered prior to failure was 300 mg/dl. The patient did not check the blood glucose at that time. Of note, the reporter made no mention of immediate treatments prior to the patient's hospitalization. An unspecified time after the 300 mg/dl reading, the wearable failed, and the patient could not replace the sensor, making him unaware of his glucose level. The patient was taken to the hospital as he was continuously throwing up. The bg result at the hospital was approximately 700 mg/dl. Per documentation, the reporter was unable to provide the specific list of medications, as he was not with the patient at the time of the call, but mentioned the patient was given insulin drips and IV fluid. At the time of the report, the patient was still in the hospital the same day and was reportedly stable. The total length of stay was not documented as attempts by technical support to gather this information were not successful. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.